Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet, producing repeated pairing failure notifications despite confirmation that no other devices were connected and after standard troubleshooting steps including mode toggling, device restart, and re-entry of the pairing code; the user was advised to replace the g7 and pair a new sensor. Symptoms included no reported adverse physiological effects. Outcomes included no interruption requiring medical care and resolution planned through replacement of the sensor. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a pairing failure isolated to the ilet-g7 connection without evidence of a broader device malfunction. It was concluded that the event was attributable to a sensor pairing failure, and replacement of the g7 was the corrective action.